Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely depressed hcg patient result obtained on the dimension rxl hm system. A siemens technical application specialist (tas) provided on-site support on 01-aug-2018 and verified calibration and controls with approved results. Siemens headquarters support center (hsc) reviewed the instrument data logs and the information provided. Hsc review of data from (B)(6) 2018 and (B)(6) 2018 shows a need to clean windows as the air blanks are high though (B)(6) 2018 looks better than (B)(6) 2018. There was some chrome imprecision on (B)(6) 2018, but it was resolved after the reagent 2 (r2) tip change in the (B)(6) 2018 data. The calibration data on (B)(6) 2018 shows some likely imprecision in the sample mix. Based on the filter data review, the event is consistent with a sample delivery issue which is consistent with the removal of the sample before the test sampled or a specimen integrity issue. The cause is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension rxl hm system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same system and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed human chorionic gonadotropin (hcg) result.